Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. There were contact marks on the surface of the probe and the metal part of the jaw each other. There was a crack at the 2.5mm from the distal end of the probe. The tissue pad was worn. The manufacturing record was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. There is a possibility that the errors occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw there is a possibility that the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw, then the probe is cracked when the probe received an excessive load, finally, the probe damage error was occurred. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
The subject device was used for a total laparoscopic hysterectomy. A probe damage error was occurred during the procedure. The subject device was replaced with another same device and the procedure was completed. There were no patient injury reported. Olympus medical systems corp. (Omsc) received the device. As a result of omsc's investigation on july 22 2016, it was found that the coating on the outer surface of the jaw had partially come off.